Event description:
It was reported that during a stage 1 procedure, the lead and stimlock were not working correctly. The stimlock was looked over visually but nothing looked wrong, just that the stimlock clip wouldn't hold the lead in place. Only the stimlock cap was available for return due to the rest being lost in the operating room. Another lead and stimlock were used for the procedure. No patient injury was reported.

Manufacturer narrative:
(B)(4).